Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and loss of capture on the right atrial (ra) lead. The lead remains in use and will be monitored to evaluate future lead revision. No patient complications have been reported as a result of this event.